Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was post laminectomy pain and non-malignant pain. The patient reported that their pump was implanted a long time ago and a year ago when they moved from their prior state to their current state to be closer to their son, they got the 3rd doctor they had ever had in the 15-25 years of having a pump, and this new doctor wanted them to have a ptm (personal therapy manager). The patient stated that they had never had a ptm and did not know what it was. The patient stated that they were having a lot of pain and the going back and forth between the doctors had caused them to be fragile and their ability to cope with all of this was low. The patient stated that they were supposed to fly back every 4 months for refills to the doctor they had been seeing before they moved, but after they moved, that doctor refused to manage their care. The patient mentioned that they were not letting them drive right now, so their son was taking them to all their doctor¿s appointments. The patient stated that what they loved about the pump was the ability to not worry about the medication. The patient stated that they no longer took oral meds like they used to, and they couldn¿t tell that they were getting any pain relief. The patient stated that ¿the meds are going out of the pump at about half the rate as it used to¿. The patient stated that over the last 30 years, after surgeries, they would get oral meds to take every 4 hours, which would help them, and help them be able to walk so they weren't screaming at people. The patient stated that the up and down of that could make you an addict and they were behaving like an addict, so they did not see the point of having a ptm to have access to the medicine. The patient stated, ¿I would rather lay in bed all the time than turn into what I used to treat as a social worker¿, and that another doctor had recommended the pump to them. The agent reviewed considerations of obtaining a ptm, reviewed resources available for doctors, sent the patient physician listings per their request, and redirected the patient back to their doctor. Additional information was received on october 20, 2025, from a healthcare provider who clarified the patient¿s report of ¿the meds are going out of the pump at about half the rate as it used to¿ stating that they had tried to set the patient up for a catheter dye study because the volume was off, but the patient had not consented or made any appointments for a dye study. The diagnostics/troubleshooting to date was noted to be ¿interrogations, patient¿s volume level is high at pump refills¿. The healthcare provider included that the patient needed to get up and move as sitting all day would increase their pain levels. Per the healthcare provider, the issue was not resolved as the patient needed to make an appointment for a dye study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.